Event description:
Pt reports emergency treatment at home by paramedics for hypoglycemia (23 mg/dl) and unresponsiveness.

Manufacturer narrative:
Pt reviewed pump settings and confirmed that they were correct. The pump has not been returned to animas. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.